Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was currently receiving baclofen 1000 mcg/ml; 155 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6). It was reported the pump had a volume discrepancy. In (B)(6), the first incident of the pump having more volume than expected occurred. The patient¿s legs were very tight. The hcp turned up the pump medication to see if it would help at the next refill which the patient reported it did not. In early december 2016, a second volume discrepancy occurred. The pump had more volume than expected. The patient was tighter than they were even after the hcp slightly increased the pump medication. The patient "feared" their legs beingtoo loose with the current increase. Per clinic notes the patient followed up with the hcp (B)(6) 2016. The patient had a thoracic myelopathy. The patient had recently moved here from pennsylvania and the hcp had assumed management of the baclofen pum p. The patient was seen (B)(6) 2016 for a pump refill. The graft patient was status post excision of a thoracic arachnoid cyst in (B)(6) in their spasticity improved for a short period of time and "recurred of recurrence of their cyst" and they had implantation of the baclofen pump at that time. The patient indicated that their spasticity had increased since the last pump refilling. Upon exam, the patient had moderate spasticity right greater than left lower extremities. No clonus was seen. The incision was well healed. The abdomen was soft. Baclofen pump was palpable in the right lower quadrant. Per the hcp, the expected volume was 1.8 and the actual volume was 4.0. The baclofen pump was interrogated and indicated 1.8 cc of residual baclofen. The skin overlying the pump was prepped with betadine and the pump was accessed. A total of 4 cc fluid was withdrawn not 1.8 cc. The baclofen pump was then refilled with preservative free baclofen 1000 mcg/ml. A total of 20 ml was instilled. The pump was then reprogrammed to deliver 155 mcg per day, a 5 mcg per day increase. The impression was thoracic myelopathy with intractable spasticity; indwelling intrathecal baclofen pump with questionable accurate delivery. The plan was the patient will be seen before (B)(6) 2017 for pump refilling. If the patient noticed inadequate control of their spasticity sooner than that the hcp would be happy to see them for a dose adjustment. The patient may continue to do activities to tolerance. The patient may need a pump exchange if the hcp again withdrew a larger volume than calculated. Per pump telemetry the pump was examined (B)(6) 2016 and was delivering baclofen 1000 mcg/ml; 149.9 mcg/day. No troubleshooting was performed. The pump was refilled and reprogrammed and the patient was told to call the hcp if not improving. The hcp has not heard from them. The cause of the volume discrepancies was not determined. The volume discrepancies have not been resolved. The patient planned to follow up with the hcp and had an appointment (B)(6) 2017. No further complications were reported/anticipated.